Event description:
Small, extremely low birthweigt male infant - in with small skin abrasion related to co2 monitor, curagel (hydrogel wound dressing) aplied to area, and area around umbilicus. Within 20-30 mins area under hydrogel (and only the area) has skin burned appearance. Hydrogel removed at that time. Abdominal burn/redness suggestive of: 1. Allergic (hyperimmune) response versus - 2) chemical burn to synthetics of hydrogel dressing versus. (Most likely) 3. Gas that hydrosels is preserved in packaging.